Event description:
Today, I had a third foley kit come apart where the catheter connects to the bag. It happened twice last week - on second time, we took a picture of the lot number and compared with ones in supply room. The lot numbers were different. Today, it came apart during our case in room [room # redacted] and also in room [room # redacted]. As of now, the lot numbers still have not all been the same. I know in last couple of weeks, I have heard several other nurses say this has happened with them. I can't remember who all said it, so I have included the ones I think .